Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 200-02-32 - three peg patella 32mm sn: (B)(4), 204-01-03 - ps cemented femoral sz 3 sn: (B)(4), 204-04-33 - trapezoid tibial tray sz 3f/3t sn: (B)(4), 203-96-01 - (11-2222) saw blade new stryk (.050) sn: (B)(4), 203-96-02 - (11-2324) saw blade new stryk (.035) sn: (B)(4), 203-96-03 - (11-2216) saw blade new stryker (.050) sn: (B)(4).

Event description:
It was reported that this male patient's left knee was revised 3 years post op initial tka. Reason for the revision was not reported. No additional information.